Event description:
The customer returned the Colonovideoscope, which is an Olympus asset with no reported complaint. During the evaluation of the device, a burn on the distal end and C-cover was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distal end and C-cover have a burn due to environmental temperature problem.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.